Event description:
Patient presented to the physician with a hematoma at the chest and neck incision sites. Physician brought the patient into the or and evacuated the hematoma. This resolved the issue.